Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient was placed on anticoagulation therapy. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
As reported, an edwards valve implanted in aortic position was explanted during autopsy in a patient post operatively whereby the pathologist potentially thought the valve may have had a tear/been thrombosed. Patient was on ac therapy. The surgeon claimed on echo it appeared nothing was wrong with the valve. Reason for death was not provided.

Manufacturer narrative:
Corrected data- updated section h6.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section a1, a2, d1, d4, g5, and h6 method code.